Event description:
The customer reported an error regulator failure. The system displayed an int regulator fail message. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate. He installed the batteries. System operation verified.